Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers gd889493 and gd888503 and no exceptions were observed that were related to the reported condition. The problem was confirmed. The cause of the use error which resulted in the peritonitis was undetermined. The label review found the labeling adequate for the use error in this complaint.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer with supplemental information from a nurse in the USA of a patient made a mistake/touch contamination/bacteria found in hands and peritonitis in a patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). Dianeal therapy was ongoing. During a call with baxter customer services, the following was reported. On an unreported date, the patient made mistake/ touch contamination/bacteria found in hands, which caused peritonitis on (B)(6) 2011. On (B)(6) 2012, the patient was hospitalized for peritonitis. Treatment rendered for the events was not reported. On (B)(6) 2012, the patient was discharged from the hospital. On an unreported date in 2012, the patient recovered from the event of peritonitis. The outcome for the patient made a mistake/touch contamination/bacteria found in hands was not reported. An opinion of causality was not reported.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. Should additional information become available, a follow-up report will be submitted. This is report 2 of 3 involved in this peritonitis event.